Manufacturer narrative:
Investigation into this event found the customer's complaint was confirmed. Review confirmed that the provue cancelled the test results for the sample ID number as expected. The translation software between the provue and the lis malfunctioned while interpreting the cancelled test results, leading to the association of incorrect test results with the sample ID in the lis report. The provue posted the appropriate test results in the results module. The OEM of the translation software indicated that they will address the test cancellation issue in the software.

Event description:
The customer indicated that the two sample identification numbers had been associated with incorrect test results in the lis report. The customer reported that the ortho provue analyzer cancelled test results related to sample identification number. Results posted by the lis did not match results posted by the provue. The customer identified the discrepancy and did not report the false results. However, if this incident were to recur undetected, erroneous results could be reported.